Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11476. It was reported that the patient presented in the clinic for routine follow-up. Upon device check, a non-sustained episode and a non-sustained right ventricular oversensing episode was noted; it was suspected that the episodes were due to the myopotential oversensing on the implantable cardioverter defibrillator and noise on the right ventricular lead. The noise resulted in inhibition of pacing in the dependent patient. The noise could not be reproduced with movement in the clinic. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.